Manufacturer narrative:
Updated data: a1. Identifier b2. Outcome attributed to adverse event b5. Desc evt problem d. Suspect medical device e. Initial reporter h6 - annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the failure mode of the first tav was reported as severe hemodynamic valve deterioration and further described as an increase in mean gradient of greater than or equal to 20 millimeters of mercury (mmhg) from baseline and a mean gradient of greater than or equal to 30 mmhg. The 26-millimeter (mm) transcatheter bioprosthetic aortic valve, was implanted for approximately 9 years and 4 months prior the valve-in-valve implant of the second transcatheter aortic valve (tav). The second tav was a 23mm non-medtronic valve.

Event description:
It was reported that approximately 10 years and 4 months following the implant of the transcatheter bioprosthetic aortic valve an unspecified valve hemodynamic deterioration was identified. Approximately 10 days following report of this event, a transcatheter valve-in-valve revision occurred. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b3, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.